Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The lv lead configuration was adjusted and remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Event description:
Further information was received, which indicated a lv lead pacing failure occurred at a follow-up visit and the lv lead polarity was reprogrammed. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).